Event description:
Information received from the field does not address the patient's clinical status but notes that the measured average sensor data showed a valued of >16 on the parameter page and 1.6 on the sensor histogram page.